Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and there was a blockage in the cartridge. Customer declined further troubleshooting from tandem technical support (tts). There was no adverse impact to customer¿s blood glucose level. Ultimately, the customer reverted to an alternate form of insulin therapy.